Manufacturer narrative:
The patient received hair removal treatment at their widow's peak. The patient reported burns on their forehead two days post treatment. During evaluation, there was no problem found with the device and it was working within specifications. The patient underwent debridement of the wound to encourage healing. Upon follow up, the patient is reported to be healing and improving. This event is reportable due to the extent of the injury on the patient's forehead and the need for medical intervention.

Event description:
The patient recieved laser treatment for hair removal at their widow's peak. The patient reported burns two days post treatment on their forehead.